Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to a pad failure. The root cause of the pad failure was that the apex pad was placed on the wrong side of the liner as per the part analysis. Customer replaced the pads to solve the issue, and the product is back in service. Further action has been initiated.

Event description:
Philips received a complaint on the heartstart xl+ indicating that pads were unable to remove normally. Device was in clinical use at the time of event. Customer used another pair of pads to complete the defibrillation. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Correction: age and sex have been added.

Event description:
Philips received a complaint on the heartstart xl+ indicating that pads were unable to remove normally. Device was in clinical use at the time of event. Customer used another pair of pads to complete the defibrillation. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to a pad failure. The root cause of the pad failure was that the apex pad was placed on the wrong side of the liner as per the part analysis. Customer replaced the pads to solve the issue, and the product is back in service. Based on the information available and results of additional analysis, risk review was initiated, and it is still under investigation. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating the patient experienced ventricular fibrillation and loss of consciousness. The customer intended to use defibrillator to monitor and defibrillate, but was unable to remove the patch normally. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.